Manufacturer narrative:
The main component of the system. Other relevant devices are: etlw1613c82ee; s/n:(B)(4); use by date: (B)(6) 2019; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system and 7 endoanchors were implanted in the patient for the endovascular treatment of a 5.7cm abdominal aortic aneurysm. The aortic diameter was 2.4cm immediately below the lowest renal artery and 2.4cm 1cm below the lowest renal artery. The neck length was determined to be 1.3cm with 32 degrees proximal aortic neck angulation. It was reported that the patient presented with right limb pain. The patient was hospitalized, and an additional endovascular procedure was performed. Patient received balloon angioplasty and thrombectomy to treat an endograft thrombosis and occlusion. The occlusion was confined to the bifurcate and extension (B)(4). The secondary intervention was completed successfully. Per the physician the cause of the thrombosis without etiology was suspected as having a cardio-embolic component. It was reported that the patient had right "femorocutaneous" hypoesthesia and dysesthesia. This event was related to the re-intervention procedure for the endograft thrombosis and occlusion. The patient recovered without treatment. CT scan revealed the graft is patent, there is no endoleak and the aneurysm has decreased. No additional clinical sequelae were reported and the patient is fine.